Event description:
It was reported that the customer was experiencing unexplained high glucose over 600mg/dl and had symptoms of diabetes ketoacidosis. Troubleshooting was performed. It was stated that the customer has treated with manual injections. Troubleshooting was performed. It was stated that the insulin pump was off, the battery was inserted, and then bolused 20.0 units. The mother stated that the customer did not notice the device was dead while playing hockey. The caller stated that the father has taken the customer to the emergency room. It was also mentioned that there was no low battery alert before the insulin pump lost power. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.